Event description:
Clear trocar used during shoulder scope surgery. When removing trocar, a piece of the cannula was broken off - clear plastic. Surgeon notified, searched surgical site, not found. Disclosed to pt outcome.